Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he was treated at a medical facility for diabetic ketoacidosis; he was given five bags of fluid. No other information was provided regarding this incident. The customer also mentioned that he was having issues with his infusion sets coming off. The customer believes that it is an issue with heat and sweat making the sets come off; his blood glucose then goes high when the sets fall off. No products were returned and two infusion sets and a tape kit were shipped to the customer.